Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13678. It was reported the patient's device is unable to enter MRI mode due to high impedances. Troubleshooting was attempted but not successful. Surgical intervention may be pending to address the issue.

Event description:
Additional information found the patient's ipg was explanted on 16jun2021 to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.